Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, as the device was advanced into the vessel over the guide wire, the suture at the link became loose. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported patient adverse effects. No add'l info was provided.